Manufacturer narrative:
A specific root cause could not be identified as no sample could be provided for further investigation. A possible reason for the difference in the results between methods is an interfering factor present in the sample. As the questionable results were reproducible, a general pre-analytic or instrument issue could be excluded. Calibration and/or reagent issues can be excluded because of the two different assays involved and the calibration signals are found within expected range.

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient sample. Tsh: the initial result was 0.819 ulu/ml. On (B)(6) 2014, the repeat result was 0.761 ulu/ml. On (B)(6) 2014, an aliquot of the sample was tested in another laboratory on a siemens centaur analyzer (clia) and the result was 2.12 ulu/ml. Ft4: the initial result was 3.30 ng/dl. On (B)(6) 2014, the repeat result was 3.05 ng/dl. On (B)(6) 2014, an aliquot of the sample was tested in another laboratory on a siemens centaur analyzer (clia) and the result was 1.26 ng/dl the initial results were reported outside the laboratory. The physician doubted the results as they were not in accordance with patient's clinical history. The patient was not adversely affected. The tsh reagent lot number was 178605 and the ft4 reagent lot number was 178388. The expiration dates were requested, but were not provided. It was noted the customer did not use the required sample tube rack adapters which may have contributed to the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).